Event description:
It was reported that during an anterior lumbar interbody fusion procedure of levels l5-s1, the syncage evolution graft began to back out anteriorly after the patient was flipped to a prone position. Patient had to be returned to a supine position, the graft was impacted back into position and a kick out screw and washer was placed to prevent further back out. This complaint involves 1 device.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Additional device info: this report is for 1 unknown syncage evolution spacer. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.